Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The I/o pcb, force sensor gasket, force sensor flex assembly, force sensor pusher and downstream tubing guide were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 14 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.